Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a normal follow up, this pacemaker was handled to sales representative to be return and analyzed due to a suspected premature battery depletion. No additional adverse patient effects were reported. Device is expected to be return. Additional information has been requested, however, attempts to obtain information have been unsuccessful.